Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by philip c. Noble, salim k. Durrani, molly m. Usrey, kenneth b. Mathis, and nikolaos v. Bardakos.

Event description:
Information was received based on the information from the journal article entitled ¿constrained cups appear incapable of meeting the demands of revision tha¿. The aim of this article is to document the modes of failure of constrained acetabular cups in revision tha and to determine the type and severity of the damage. One patient identified in the article underwent a hip revision procedure due to unknown reasons. Possible reasons for revision are listed as locking ring failure, acetabular loosening, wear, infection, metallosis, impingement of the poly liner, dislocation or disassociation of the liner from the shell.